Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. A visual examination of the returned device confirmed the balloon has a large tear in it, rendering the device non-functional. No conclusion could be drawn regarding the root cause of this malfunction.

Event description:
It was reported to boston scientific corporation that an endovive low profile balloon replacements device was placed in an enteral feeding replacement procedure in 2005. According to the complainant, three hours after placement, the balloon ruptured. Another device was used to replace this device (unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good."